Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found the system would not run after unplugging the mobile viewing station (mvs). They replaced the mvs uninterruptible power supply (ups) batteries. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) was turning off after being unplugged from the wall outlet. The monitor would go black and the battery low message was received. When the system was plugged into an outlet and restarted, the patient screen would come up. There was no patient present. No complications were reported/anticipated.